Manufacturer narrative:
The ra dept became aware of the event on (B)(4) 2015. (B)(4).

Event description:
It was reported that the pt missed a refill appointment by and extended number of days. This resulted in a depletion of the pump reservoir contents followed by emergent withdrawal symptoms. The physician stopped the pump and managed the pt's withdrawal symptoms using oral medication. There have been no additional issues reported since and pump therapy was resumed.